Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. There were lead impedance and battery depletion codes noted in memory. Review of the device memory found the device was taken out of ship mode prior to (B)(6) 2018. Analysis determined the decrease in longevity was due to the device having previously been taken out of ship mode as well as being exposed to colder temperatures. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that when the field representative interrogated the subcutaneous implantable cardioverter defibrillator (s-ICD) in the box, a screen appeared showing the battery life remaining was at 85 percent. The field representative noted that he thought the device had been taken out of shelf mode. Data from the device's memory was sent into boston scientific engineering and upon review of the data it was found that there were multiple battery depletion codes stored in the s-ICD. Engineering was unable to determine the cause of the battery depletion codes and recommended the s-ICD be returned for analysis and not implanted. Subsequently the device was returned.